Event description:
This peritoneal dialysis (PD) patient¿s daughter reported that the patient was hospitalized due to a PD related issue. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (PDRN). The patient went to the hospital on (b)(6) 2026 due to not completely draining during treatment on (b)(6) 2026 utilizing the liberty select cycler. The patient was admitted with a diagnosis of fluid overload. The PDRN stated the patient was in treatment on (b)(6) 2026 and not draining in drain zero. The patient has an extraneal last fill of 2,000mL. The patient decided to bypass the drain and continue with the treatment. It is unknown what volume was drained in drain zero prior to the patient bypassing into fill 1. The patient¿s total ultrafiltration (UF) was -1406mL. The PDRN stated the patient did not bring the IQ drive for review and the modem must not have transmitted that treatment because she can only see the patient¿s vitals and the total UF for (b)(6) 2026. The PDRN stated she believes the patient probably needed to reposition herself or might have been constipated which caused the drain issue. The patient did not have issues with the remainder of the treatment. The PD catheter was checked during the hospitalization and there were no issues. The patient continued to complete CCPD during the hospitalization without issues. The PDRN stated she does not believe there was any malfunction with the liberty select cycler, however; she cannot confirm the data as she has not reviewed the patient¿s IQ drive. The patient was discharged on (b)(6) 2026. The patient continues to use the same liberty select cycler without further issues.

Manufacturer narrative:
Plant Investigation: The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical Investigation: There is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of fluid overload with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of device malfunction. The patient reported having draining difficulties during drain zero of the treatment. It is unknown how much the patient drained. Reportedly, the patient did not encounter any issues with the remainder of the treatment. The patient ended the treatment with a negative ultrafiltration and fluid overload, however; the PDRN stated the issue could have been positional or due to constipation. The PDRN does not have the information from the treatment to review. The patient continues to complete treatments utilizing the same liberty select cycler suggesting there was no malfunction with the device. Based on the available information, there is no evidence of a malfunction that caused the patient¿s fluid overload and therefore the liberty select cycler can be excluded as the cause of the drain issue and fluid overload, however; without additional details, it cannot be determined if the liberty select cycler had a contributory role in the fluid overload event.